Event description:
(B)(4). I've had severe pain, bloating and bleeding since the device was implanted... Have developed depression, I have rashes constantly from the nickel allergy....the pain is unbearable! I feel like I'm being stabbed about every 15-30 seconds..I feel/look (B)(6) every day...I can't wear jeans because any pressure on my stomach hurts to much... Essure has ruined my life..now at (B)(6) I'm awaiting a full hysterectomy.